Event description:
The surgeon reported that the probe did not fit in the 25 gauge cannula. No pt injury was reported.

Manufacturer narrative:
The probe will be returning for in house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report was mailed to FDA on: 11/14/2008.